Event description:
It was reported that the user experienced occlusions with multiple inset infusion sets from the same lot, which resolved only after switching to replacement infusion sets; the problem concerned obstruction of flow associated with the connector/coupler of the infusion set. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem consistent with an obstruction of flow at the connector/coupler component of the infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.